Event description:
The olympus representative reported on behalf of the customer that the during the therapeutic trans-urethral resection of the prostate procedure, the ceramic tip on the inner sheath broke while inside the patient. The piece was retrieved from the patient by a bladder washout after the inner sheath was removed. The inner sheath was inspected to ensure the tip was complete and it was verified there were no remaining fragments left inside the patient. The sheath was collected along with the single broken fragment however it was noticed there was a second small fragment missing from the ceramic tip. After further clarification with the nurse who inspected the device after the case, there were no additional pieces missing and it appeared the second fragment broke loose during reprocessing after the procedure was finished. A 15-minute procedural delay occurred while the devices were replaced. The procedure was completed with another similar device and no further medical intervention was required. The patient recovered from the procedure and no additional hospitalization was needed. No patient harm was reported.

Manufacturer narrative:
The device has been returned and is pending evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (h3 and h4). The device was evaluated by olympus, and it was confirmed that the tip was broken. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the ceramic tip was broken which led to recovery of the subject device occurred due to damage to the insulation insert was thermally and/or mechanically induced. Therefore, it is most likely due to wear and tear and/or improper handling by the customer (specifically, by subjecting the device to mechanical overload, shock, accidental dropping, etc.). However, a specific root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: -before use: -warning: -infection control risk. "Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel." -inspection and testing: -inspecting the product. "Visually inspect the product. Make sure that it has: -- no corrosion. -- no dents. -- no scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures)." -warning: -risk of injury: "impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user." "Do not use the instrument if damaged." -damaged product: "if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.